Event description:
The patient has two, 3166 leads (for off-label use). Device 1 of 2. Reference MFR. Report#: 1627487-2014-05832. It was reported the patient's lead in the left occipital area was repositioned due to inadequate coverage. Repositioning the lead resolved the patient's issue. Both leads are being reported because it is unknown which lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.